Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. The patient initially contacted support for assistance with pairing her new phone to the sensor. During the call, the patient reported a prior hospitalization that occurred around (B)(6) 2025, though she was unable to provide an exact date. The patient stated that at that time she was using her second sensor, which was paired with an omnipod insulin pump. The patient reported that the cgm was displaying glucose values of approximately 300 mg/dl, and she did not have access to a manual fingerstick test for comparison. The omnipod was adjusting insulin delivery based on the cgm readings; however, the patient noted that the insulin units being provided by omnipod was not enough due to inaccuracy of the cgm readings. The patient¿s husband transported her to the emergency room because she was unable to stop vomiting. Upon arrival, laboratory blood testing revealed a glucose level of 935 mg/dl, while the cgm continued to display readings around 300 mg/dl. The patient reported being nearly comatose and was diagnosed with diabetic ketoacidosis (dka). The patient stated she is currently doing well. No information was available regarding medications administered during hospitalization or the discharge date. The patient was in a hurry during the call and indicated that she had already reported this event to dexcom in (B)(6) 2025; technical support advised her to call back to provide complete details regarding the medical intervention. Multiple attempts to contact the reporter were made; however, no other details were obtained. At the time of the report no other patient or event details were available. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.